Event description:
A malfunction alarm with code malf 3 was reported, and there were no notable events preceding the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support arranged to replace the pump, which was under warranty, and guided the customer on switching to multiple daily injections (mdi) as a backup therapy. The customer was instructed on how to place the pump in storage mode and return it with a prepaid label within 10 days.